Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that there was no consequence on the device due to the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0211962564, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary incontinence. It was reported that the patient experienced a return of urinary incontinence after a fall on the buttocks. It was unknown if any diagnostics/troubleshooting was performed. The action taken to resolve the event was reprogramming was done. The issue was not resolved at the time of this report. The event was not serious, not related to the procedure, and not related to the system. The patient was alive with no injury. No further complications were reported or anticipated.